Event description:
Patient reported he has not experienced any changes/worsening of his symptoms. He did state pump kept beeping on one cassette that he switched out. It is unknown which lot number patient experienced cassette issue with. Patient did not indicate a pump malfunction and was able to continue using same pump with another cassette. No details provided on type of pump alarm. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; reported to (B)(6) by pt/caregiver.